Event description:
It was reported, the back of the stretcher (fowler) has ceased functioning. It was also reported that the stretcher presents an oil leak and the direction pedal is broken.

Manufacturer narrative:
The investigation is still open to identify what is meant and the effect on stretcher functionality on the statement of "it was also reported that the stretcher presents an oil leak and the direction pedal is broken."